Manufacturer narrative:
Pump received with no down button response due to corroded keypad trace. Unable to perform functional check including rewind and basic occlusion, occlusion, prime / delivery test, the excessive no delivery, displacement, self test, unexpected restart test and all operating current test due to no down button response. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Insulin pump experienced keypad anomaly. Insulin pump would be replaced. No further information provided.